Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0mmx40mm, 75cm mustang galloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient completely and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient&#38112;status was good.